Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/26/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - how many sales units had needles of different sizes? Not positive but told it was more than a few times. It was reported that the alleged deficiency happened during multiple procedures, what is the total number of procedures involved? 3 or more. They did not have a number. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Not to my knowledge. Could you kindly provide the lot number of the d8651, please? Rlbetj - please provide the source or name of person providing answers to follow-up questions: (please refer the attached email). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During multiple procedures when the double armed suture was opened it appeared that the needles were of two different sizes. There were no adverse consequences reported. Additional information was requested.